Event description:
It was reported the physician performed an uneventful novasure endometrial ablation on (B)(6) 2013 and "all was ok". There was no issues in seating the device and width of 3.1cm was achieved. The following week on (B)(6) 2013, the patient returned to the hospital and was admitted "due to the pain". On (B)(6) 2013, the physician performed a laparotomy which revealed a 3mm hole in the bowel near the uterus. There was visible blanching on the uterine surface but no perforation identified. A "segmental resection of the ileum" was performed. The patient was hospitalized for a total of seven days and is currently recovering at home reportedly doing well.

Manufacturer narrative:
Neither the disposable device nor the radio frequency controller are being returned therefore, a failure analysis of the novasure system can not be completed. Device history record (DHR) reviews were conducted for the novasure system reportedly used in this procedure. The devices were released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).